Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes and dft were recommended.

Event description:
New information received indicates that new episodes of post-paced t-wave oversensing were observed. Programming changes were recommended. Further actions and dft will be discussed with the physician.